Event description:
It was reported that patient was experiencing increased pain. The patient was given oxycodone. Additional information was received that the patient underwent a revision procedure wherein the implantable pulse generator (ipg) and one of the leads were replaced. The patient was doing well postoperatively. No device malfunction was suspected. The explanted devices were not returned as they were kept by the medical facility.

Event description:
It was reported that patient was experiencing increased pain. The patient was given oxycodone.

Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in (B)(6) 2023. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).